Event description:
It was reported that the pump battery would not charge, and the issue was not related to a power source alert. There was no adverse impact to the customer's blood glucose level. The caller attempted various troubleshooting steps, including using different wall outlets and adapters, none of which resolved the issue. The pump's connection remained unstable and unrecognized. Technical support decided to replace the pump and the customer was informed about using mdi as a backup therapy and was instructed to put the pump into storage mode before returning it. The pump was to be returned using a prepaid label within 10 days.